Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient's ins shut off so the caller went to charge ins. The caller stated that they charged ins completely and said the ins battery was showing full. The caller went to turn the ins back on and patient got a shock, and the caller did not wish to turn ins back on due to the shock the patient experienced. It was reported that the patient's hands were shaking all the time. Patient was redirected to follow up with the health care professional (hcp) to discuss possible changes to settings and shock, further reviewing for the caller that if the hcp could provide possible changes to make to patient's settings , the caller may reach out back to the manufacturer for assistance. A local manufacturer's representative (rep) was also notified to further assist the patient. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.